Manufacturer narrative:
H6 - device code 1494: off-label use (acd 3.0mm). Claim#: (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of -11.0/0.5/092 (sphere / cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a spherical lens of longer length and the problem resolved. In the reporters opinion the cause of the event was unknown.